Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic (lobectomy) surgery, while on pulmonary vein, uneven and sharp-edged staple line was reported leading to bleeding in pulmonary vessels. To resolve the issue, the surgeon opened the thorax to over sew the bleeding site. The incision was extended to more than 1 inch, the entire surgery extended for more than 30 minutes. The laparoscopic procedure was converted to open surgery. The patient extended hospitalization for 2 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual inspection of the returned products noted that the reloads had full staple complement. Functionally the reloads were loaded into a pmv representative instrument and were applied to test media with proper staple placement and media transection. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.